Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she thought ¿something came loose and was moving around.¿ the patient further reported that the situation was ¿causing pain.¿ there was no further event information reported. It was noted the patient¿s device was implanted for the treatment of spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.